Manufacturer narrative:
(B)(4). Results: a needle with a fracture at the needle point was submitted for this eval. A microscopic inspection revealed several heavy marks of instrument were found at the attachment area, at the needle point area and direct at the breaking point which indicates that the needle was handled there. Only few marks of needle holder were found within the middle range of the needle. Conclusion code: the device info for use cautions the user that "to avoid damaging the needle points and swage areas, grasp the needle in an area one third to one-half the distance from the swaged end to the point." Results: a second needle was also returned and shows an intact needle without fracture but several marks at the attachment end and needle point area and few marks within the middle range. Conclusion: the device was received in a condition that meets specification...

Event description:
It was reported that a pt underwent a splenectomy procedure and suture was used for closing the fascia layer. During the procedure, the needle tip was broken and lost. It is unk if it is still in the pt's body or not since it was lost. The pt is in stable condition.